Manufacturer narrative:
According to the service order no. (B)(4). Field safety technician was sent for investigation and found twin pump displays error code on left display. The control board has been replaced and found ok. Thus the failure could be confirmed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
The issue has been reevaluated with the result that this issue "eprom error on hl20" is not reportable. As the eprom error is part of the self test of the hl20, which is always performed prior to use (during startup of the device, and the eprom is not tested at any later point in time, it can be excluded that the error will occur during patient treatment. Additional based on the trend search analysis no complaint was found with the mentioned issue happened during patient treatment. All reported issues occurred prior to use.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted after receipt of new information.

Event description:
Customer reported that "the roller pump shows error message error eprom" this happened during maintenance / service. (B)(4).